Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was unable to inflate during pretest.

Manufacturer narrative:
The reported event was unconfirmed, since the problem could not be reproduced. Visual evaluation of the returned sample noted one opened (no original packaging present), silicone temperature sensing foley catheter present. The catheter balloon was inflated with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) without issue and balloon concentricity was observed to be 60:40. The catheter was allowed to rest for 30 minutes with no leaks. The catheter returned all 10 ml of solution when passively deflated. Active length of the catheter balloon was measured (0.8940") and found to be within specification (6"-9"). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿method for use:·when catheter is inadvertently removed, inspect the balloon and shaft ofcatheter for rupture, defect, etc. Before inserting a new catheter. [Fragment of theballoon or segment of catheter may remain in the bladder.]·do not pull the catheter hard.[the catheter including a balloon may be damagedor the bladder/urethral mucous membrane may be injured.]·since it may be difficult to remove catheter even after balloon deflation in somecases, the catheter should be removed under the physician¿s instructions byreference to the section ¿troubleshooting¿.·when deflating balloon, allow balloon to deflate on its own; do not aspirate witha syringe. [The inflation lumen for balloon deflation may be occluded by negativepressure, and as a result the balloon cannot be removed.]·when catheter with temperature-sensing is used, this product should never beconnected to temperature monitor or connected to a cable during an mriprocedure. Failure to follow this guideline may result in serious injury to thepatient. It is important to closely follow these specific conditions that have beendetermined to permit the examination to be conducted safely. Any deviation mayresult in a serious injury to the patient. Applicable patients·use with great care for patients with disturbance of consciousness, etc. [Whenpatient removes catheter unconsciously, the mucosa of the bladder and urethramay be damaged, balloon may be ruptured, catheter may be broken, andcatheter fragments may be left behind in the bladder.]"

Event description:
It was reported that the catheter balloon was unable to inflate during pretest.